Event description:
The product is a circuit to deliver oxygen and anesthesia to the pt. The problem is part of the circuit is blocked by plastic. There should be no plastic block there on the circuit. FDA safety report ID# (B)(4)